Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with right lower extremity deep venous thrombosis and profound anemia. Six years and four months post filter deployment, it was alleged that the filter had perforated and mildly tilted. The device has not been removed and there were no reported attempts made to retrieve the filter. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H10: d4 (expiration date: 07/2014). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. The medical records included images. The image review was documented in the medical records. Three CT images were reviewed. The images depict the device positioned within the vena cava just below the right renal vein takeoff. The device appears to be correctly positioned. Medical records were provided and reviewed. Approximately six years and four months post filter deployment, computed tomography scan of abdomen without intravenous contrast showed that the filter had a mild tilt. In addition, multiple filter struts penetrated the inferior vena cava wall up to seven millimeters. Therefore, the investigation is confirmed for the reported perforation of inferior vena cava and filter tilt. Based upon the available information, the definitive root cause is unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiration date: 07/2014), g3, h6 (method). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with right lower extremity deep venous thrombosis and profound anemia. Six years and four months post filter deployment, it was alleged that the filter had perforated and mildly tilted. The device has not been removed and there were no reported attempts made to retrieve the filter. There was no reported patient injury.